Event description:
It was reported that the device provided inaccurate sp02 readings. There are no known impact or consequence to the patient.

Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete, a follow up report will be submitted.